Event description:
Suture was failed to deploy. Md used ctx suture to purstring/close the groin at the end. No patient harm occurred. Product was returned to manufacturer on [date redacted]. Manufacturer response for perclose pro glide, perclose proglide (per site reporter). None.